Event description:
Customer called to report that the contents of compartment c of tobramycin (lot #m106399) reagent was emptied, and that the top was not sealed. Customer stated that the reagent vessel would be disposed of according to proper laboratory procedures. Customer stated that approximately 3 milliliters of the reagent had leaked. Customer stated that the reagent was not installed into the system; therefore, patient data was not affected. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
Customer requested and was sent a replacement reagent kit. Customer did not state damage to the other compartments within the shipment. Customer has not called back to report any further issues or harm by exposure as a result of the leak. (B)(4). Eval summary : shipment damage determined via telephone.